Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when she puts the insulin pump on suspend, it turns back on. Customer's blood glucose went down to 36 mg/dl. Customer was having trouble and treated with eating a banana, canned peaches, or milk. Customer declined troubleshooting for the low blood glucose. Customer ran a self-test and was advised that the pump was working as designed.